Event description:
A report was received that the patient was suspected an infection at the pocket site. Symptoms were redness and soreness around the pocket site. The physician believed it to be procedure related. The patient was administered seven day antibiotics but did not seem to be effective so he was admitted to the hospital where intravenous antibiotics improved the situation. The patient underwent a pocket revision procedure wherein the battery was moved since the pocket site still looked inflamed. The patient was doing well postoperatively.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.